Event description:
Spontaneous inbound call from pt's mom reporting that her tubing broke. Pt was shipped 4 sets of tubing with last refill. No adverse effects noted. No other info known. Reported to (B)(6) by pt/caregiver.